Manufacturer narrative:
The reagent lot number is 708809. The expiration date was not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the reagent probe adjustment was too low at the rinse and dry station and replaced the probe, bellows, o-ring, reaction cells, and lamp. System and instrument checks were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 2 patient samples on a cobas c513 analyzer. For sample 1, the initial result was 8.0%. The doctor questioned the results and the sample was repeated. The repeat result was 5.9%. The repeat result was deemed correct. For sample 2, the initial result was 9.57%. The repeat result was 5.36%.